Manufacturer narrative:
The actual device was returned for evaluation. The drain could have been damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1421744, mfg date: 08/2014, exp date: 08/2019. Batch # j1419965, mfg date: 07/2014, exp date: 07/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic gastrectomy on (B)(6) 2015 and a drain was placed on the undersurface of the liver. The surgeon opined that no anomaly was found on the drain according to x-ray performed the next day after the surgery, and the device worked properly. On (B)(6) 2015, the patient experienced drain breakage at distal side approximately 1 cm away from where the drain was tied for fixation. Approximately 20 cm of broken drain remained in the patient¿s body. The patient underwent an emergency laparotomy under general anesthesia in the afternoon of the same day and the broken drain was retrieved. It was reported that the patient is hospitalized. No additional information was provided.